Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date is approximate.

Event description:
Information was received from a consumer via a manufacturing representative regarding a patient who was implanted with a nuerostimulator for non-malignant. It was reported that the patients stimulation was not reaching their feet like it was before. Her feet were in pain. There were no falls to contribute to the change in stimulation. X-ray was preformed and showed the leads had not moved. Reprogramming was attempted without success. The physician planned to use trial leads to determine trail lead location for possible revision. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative. It was reported that the stimulator was originally covering the patients feet just fine, however after an infection and replacing the system the patient was happy with the coverage for a time then told their healthcare provider that stimulation was not covering the patients feet. X-rays were taken and it was determined the lead had not moved. Reprogramming was attempted but was unsuccessful success. A trial to determine lead placement and possible revision are still planned. No further complications were reported as a result of this event. [Reference event (B)(4) for information pertaining to infection mentioned]